Manufacturer narrative:
Product analysis:the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned with the helix extended, the distal conductor is distorted in the connector at 1.5 cm. Tissue and blood is visible in the helix. The stylet was returned stuck in the lead distal conductor, used alcohol and was able to remove stylet. No further helix testing possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced dizziness and light headedness. In the two days following implant of the right ventricular (rv) lead, a intermittent loss of capture was noted. A chest x-ray confirmed an rv lead micro-dislodgement. A lead revision was attempted however the lead helix would not extend when re-implanted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.